Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported battery failure and unable to determine relationship to res#(B)(4) due to no device identifier provided.

Event description:
It was reported that the battery of the personal diabetes manager (pdm) was swollen.